Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual inspection showed the device presents suture detached from catheter. However, it is important to mention that part of suture detached was visible through catheter holes. Additionally, device was returned with cannula into catheter. Manufacturing batch record review confirmed that device met all material, assembly and performance specifications. Most probable root cause was unable to be determined. (B)(4).

Event description:
Determined to be reportable based on analysis completed on (B)(6) 2012. It was reported that during preparation for a drainage procedure there were difficulties locating the suture. They pulled a vtc/8.3 flexima firm out of the tube and went to pull on string and could not grab the string to position the pigtail. Completed the procedure with another of the same device. No patient complications were reported and the patient's status is unknown. Device analysis revealed the suture was broken.